Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent's reported to the audiologist they thought they were having equipment issues with the right implant. Affected channels were seen with in situ testing. There is no specific incident of accident or trauma reported, however the parents report that the child is learning to walk and balance is poor. Re-implantation is tentatively scheduled.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parent's reported to the audiologist they were having equipment issues with the right implant. Affected channels were seen with in situ testing. There has been no change in health recently. There is no specific incident of accident or trauma reported, however the parents reported that the child is learning to walk and balance is poor. Re-implantation was performed on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation will tentatively take place in (B)(6) 2019.

Event description:
The parent's reported to the audiologist having equipment issues with the right implant. Affected channels were seen with in situ testing. There is no specific incident of accident or trauma reported, however the parents report that the child is learning to walk and balance is poor. Re-implantation is tentatively set for (B)(6) 2019.